Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal was open and sterility was questioned for the bd ultra fine¿ insulin pen needle. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned one open 4mm, 32g pen needle without the tear drop label. Customer states that the needle came without the green seal. The returned pen needle was examined and exhibited a missing tear drop label. However, the outer cover exhibited a heat stake on the outer surface of the outer cover. This indicates that the sample was properly sealed during the manufacturing process. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the heat stake on the outer cover indicated that the sample was properly sealed during the manufacturing process complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.